Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. Hybrid analysis found that the device had excess charge time with the original device battery. No significant leakage was observed on the high voltage therapy capacitors and the hybrid charged nominally when the battery was replaced with an external supply. The results were consistent with the device battery causing longer charge times. The battery impedance measured 291mohms. Battery analysis found no internal battery shorting occurred. Lithium (li) -severing was observed leading to isolation of an anode segment. Review of the global complaint handling (gch) data showed an excessive charge time was logged before elective replacement interval (eri) and subsequent explant. The excessive charge time resulted from an increased battery resistance induced by li-severing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two weeks after the cardiac resynchronization therapy defibrillator (crt-d) reached recommended replacement time (rrt) a charge circuit warning triggered due to excessive charge time, which triggered end of service (eos). It was noted the crt-d showed unexpected battery longevity between rrt and eos, and the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.